Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The home patient (hp) was hospitalized for the peritonitis. Treatment was not reported. Per the hp, the cat bit the therapy line. The hp was retrained on proper aseptic technique. The patient was recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. The cause of the peritonitis was from the patient's cat biting the line of the cassette.